Manufacturer narrative:
Alleged failure: wand glue peeling, probable root cause: manufacturing non-conformance, shipping damage. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that residual glue broke off. The pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that residual glue broke off. The pieces were removed and the procedure was completed successfully.